Event description:
A pt with a brain hemorrhage and respiratory failure underwent the percutaneous tracheostomy procedure and experienced a posterior laceration of the tracheal wall resulting in a pneumothorax. The pt underwent a thoracotomy and surgical repair of the tracheal laceration. The pt did not experience any long term effects from this incident.